Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer¿s blood glucose level was 5.7 mmol/l. The customer reported that the insulin pump beeped three times in a row every 15 minute and customer received replacement insulin pump on friday and it has been beeping non stop since then. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored for four hours and no alerts noted during testing.